Event description:
It was reported that the screen of this programmer was freezing, it occurred during pacemaker follow-up. No adverse patient effects reported. This programmer was being returned.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A non-field reported error codes 4cf4f, 7577a and fe681 were confirmed in the memory log files. During baseline testing, the touch responded properly. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.

Event description:
It was reported that the screen of this programmer was freezing, it occurred during pacemaker follow-up. No adverse patient effects reported. This programmer was being returned. The programmer had returned and investigated. Analysis confirmed a fault state, indicated by CAPA-00006695, that is evidence of an unresponsive touchscreen. The CAPA investigation deemed this a design failure.